Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient developed urticaria and anaphylaxis caused by allergic reaction 6 hours after a bronchoscopy using the subject device. It was reported that the patient needed to be treated with an anti-allergic agent (prednisone). There was no further information reported.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated the materials used in the insertion section for the subject device, but the exact cause of the reported event could not be conclusively determined.omsc could not be conclusively determined the relationship between the reported allergy (urticaria and anaphylaxis) and the subject device.